Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. In addition in what was previously alleged, ppf alleges metallosis. Added updated lot numbers of liner and head. Added updated part and lot numbers of stem. Doi: (B)(6)2010 - dor: (B)(6)2017 (right hip).

Manufacturer narrative:
Patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation received. In addition to what was previously reported, litigation alleges discomfort, soreness, limited ability to perform daily activities, friction and wear causing toxic metal ions. Added complainant information. Unknown stem has been added due to alleged toxic metal ions. This complaint was updated on (B)(6) 2017.